Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse got a recoverable fault on universal surgical manipulator (usm) 4. The fse replaced usm 4. The system was tested and verified as ready for use. Isi received the usm and completed the device evaluation. The unit was analyzed and the reported problem of error 23138 was confirmed but not replicated. The logs showed error 23138 coupled with error 2308 pointing to axis 5. The unit was tested on an in-house system in normal mode with no triggered errors. The unit was also tested on a psc (patient side cart) fixture test platform (pftp) where all tests passed.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 4 was frozen and would not move. The tse reviewed the system logs and confirmed multiple 23138 errors. The tse asked the customer if the surgeon was willing to perform a system restart, but the customer was not comfortable with performing troubleshooting. The customer was able to deactivate usm 4 and continue with the other three usms. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional/updated information: the usm was disabled, and there was no patient harm.